Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient passed out while shopping. No patient symptoms were recorded prior to loss of consciousness. The patient did not check the cgm display device before or at the event. There was no mention of cgm alerts, alarms, or readings. The patient fractured his right leg during the event. An ambulance was called by the staff and the bg upon their arrival was 68 mg/dl but he could not recall the cgm reading. The patient was transported to the hospital and the hypoglycemia was treated with dextrose and IV and he recovered after treatment. At one point, the patient reported the bg was 37 mg/dl and the cgm reading was 100 mg/dl greater. The patient underwent imaging including x-ray and CT scan and was discharged the same day around 2200. There was no documentation of additional medical evaluation or intervention. Of note, the patient had removed the sensor and was using fingerstick bg only. At the time of the report, the patient was fine. It has been reported that there was a difference in readings greater than 100 mgdl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.